Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2018 of a sl2400 compact monitor which lost its display while actively monitoring a patient during a patient transport. No injury was reported with this event.

Manufacturer narrative:
The compact monitor was received at spacelabs¿ equipment service center for repair where the reported problem was verified. The nimh battery was not holding a charge and was replaced. The repaired unit passed all functional tests and was returned to the customer. This report is complete and this particular issue is considered closed.